Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed temperature cable. They cannot get arctic sun device s/n #(B)(6) to read the patient's temperature. Confirmed foley probe reads on the bedside monitor, and the temp-in cable was connected to temp port 1. Suggested replacing the temp-in cable. If they do not have a temp-in cable either change devices or get the cable from another device. Per follow up information received via phone on (B)(6) 2024, it was reported that spoke with charge nurse, who confirmed a biomed brought extra cable to their unit. Therapy was briefly paused to exchange the cable and therapy continued without further issue. No other repairs completed. Cable was disposed of, they said it looked frayed. Instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the temperature cable identification number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they cannot get arctic sun device s/n #(B)(6) to read the patient's temperature. Confirmed foley probe reads on the bedside monitor, and the temp-in cable was connected to temp port 1. Suggested replacing the temp-in cable. If they do not have a temp-in cable either change devices or get the cable from another device. Per follow up information received via phone on (B)(6) 2024, it was reported that spoke with charge nurse, who confirmed a biomed brought extra cables to their unit. Therapy was briefly paused to exchange the cable and therapy continued without further issue. No other repairs completed. Cable was disposed of; they said it looked frayed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they cannot get arctic sun device s/n #5795 to read the patient's temperature. Confirmed foley probe reads on the bedside monitor, and the temp-in cable was connected to temp port 1. Suggested replacing the temp-in cable. If they do not have a temp-in cable either change devices or get the cable from another device.